Manufacturer narrative:
The stent was positioned between the marker bands as per specifications. There was deformation to the 17th distal stent segment with struts raised and overlapping. There was misalignment of stent struts on the 13th and 14th distal stent segments. There was slight deformation to the distal tip. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor sprint rx drug eluting stent to treat a severely tortuous diagonal branch lesion with moderate stenosis and calcification. The procedure was prompted by (B)(6). No issues were noted during device inspection prior to use. During the operation, the lesion was pre-dilated and it was reported that the stent could not cross the lesion due to the lesion calcification and vessel tortuosity. Resistance was encountered during delivery and no excessive force used. The physician replaced the device with another endeavor sprint stent of a different size to complete the procedure. No patient injury was reported as a result of the event. Product analysis found stent deformed in vivo dp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.